Event description:
It was reported that the patient's blood glucose level rose to 344 mg/dl while wearing the pod between 25 and 36 hours on the arm. The caregiver reported that a pod failed to deliver insulin after lunch despite multiple boluses. Reportedly, the pod had been activated one day prior and had functioned normally through the evening and breakfast the next day. From 12 pm through until 5 pm, boluses were delivered with no impact on blood glucose levels. The caregiver stated that the cannula had been inserted into the skin during wear, the pink slide had moved forward, there was no insulin leakage, the adhesive was secure during wear, and no alarms or alerts were received. The pod was replaced with a new pod, which worked properly. Investigation of the device found the cannula to be flattened.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.